Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 39-42 mg/dl; cause was not known. Customer consumed carbohydrates and adjusted the basal rate setting to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.